Event description:
It was reported that there was scale marking issues with a relion® insulin syringe. The following information was provided by the initial reporter: pet owner reported the lines on syringes are crooked. Stated concerned about scale marking being misaligned. .lot: 8239919, item: 31g, 6mm, 3/10ml.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8239919. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was scale marking issues with a relion® insulin syringe. The following information was provided by the initial reporter: pet owner reported the lines on syringes are crooked. Stated concerned about scale marking being misaligned. Lot: 8239919, item: 31g, 6mm, 3/10ml.

Manufacturer narrative:
Investigation: customer returned (58) loose 31g x 6mm, 0.3ml relion insulin syringes (used). Consumer reported the lines on syringes are crooked. Stated concerned about scale marking being misaligned. From the 58 returned samples, 30 were randomly selected for testing using the 0.3ml plug gauge: all 30 samples were within specification and passed, therefore the alleged defect could not be confirmed. A review of the device history record was completed for batch# 8239919. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that there was scale marking issues with a relion® insulin syringe. The following information was provided by the initial reporter: pet owner reported the lines on syringes are crooked. Stated concerned about scale marking being misaligned. Lot: 8239919, item: 31g, 6mm, 3/10ml.